Event description:
It was reported the patient experienced ineffective stimulation. Reportedly, reprogramming was attempted to no avail. Diagnostic testing did not confirm any impedance issues. X-rays were ordered and revealed the lead position is unchanged. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.